Event description:
It was reported to philips that the system would not boot up, freezed at 0:00 the device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc did not boot automatically at power-on but could be initiated by pushing the on button on front of computer. The fse confirmed that the flexvision pc was defective and needed a replacement. The defective flexvision pc was returned for analysis, and it confirmed failure in power supply. To resolve the issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.